Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead exhibited low pacing impedance. It was also noted that the atrial lead exhibited insulation damage. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.